Manufacturer narrative:
Product complaint # (B)(4). Dmf# - 13704. Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient remains infected. All components were removed and a spacer was fashioned utilizing lps components. Cement was depuy 2 with gent but no quantity or lot information is available as it is hospital owned inventory. It was also reported that tibial and femoral components were loose at the bone to implant interface. Doi: (B)(6) 2022. Dor: (B)(6) 2022. Affected side: right knee.

Event description:
Additional information received: components did not ingrown because of infection. So, technically they were not ¿loose¿ but were not fixed as would have been expected in a non infected joint. The cement was well fixed to bone and the tray. However, once this interface was disrupted, the tibial components were removed easily as the sleeve had not ingrown. Once assembled the 3 tibial components make up the tibia implant imo.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.